Event description:
Caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the process. After the reset, the cgm error did not reappear.